Event description:
The patient comes to the hospital for chemotherapy, good flow and backflow in the PICC-line before and after chemotherapy. The therapy was given and after that they give a flush infusion just after the treatment. When they take the flush-infusion away they can see that the dressing is wet and leakage from the insertion site. They take off the dressing and flush the PICC with nacl in 10 ml syringes several of them without any leakage observation. Control x-ray ordered and they can see a clear hole, like a cut horizontal cross section on to the catheter. The x-ray department took of course out the PICC from the patient and you can macroscopically easy see the big hole 5 cm from the insertion site and on the 7 cm marker on the catheter. No irritated skin or swollen arm that could be a symptom of extravasation of the chemo so no harm to the patient.

Manufacturer narrative:
The complaint of a leaking catheter was confirmed and the cause appears to be use related flexural fatigue damage. The product returned for evaluation was one 4fr single-lumen powerpicc solo catheter. Also returned with the physical sample was a photo sample. Everything seen in the photo sample was also seen in the returned physical sample, but the returned physical sample rendered a more extensive view and understanding of the failure and so will be the sample referred to in this investigation. The catheter contained depth markings 0cm-43cm. Microscopic examination of the distal end of the catheter revealed evidence of a scissor cut. Adhesive residue was seen throughout the molded joint and a clamp-like impression was seen in the extension leg. A partial circumferential split was observed between the 6cm and 7cm depth markings. The sample was occluded distal to the split, but was patent to infusion proximal to it with a leak found emanating from the split site. Microscopic examination of the split site revealed stress discoloration at the corners of the splits, as well as on the opposing inner catheter wall as observed when bending the catheter. The cross-sectional area of the split site was granular with a rounded fracture edge on one side of the split. Buckling of the catheter material was also noted. Bending the catheter at the split site revealed kink memory in the material. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter. A lot history review (lhr) of reyg2040 showed no other similar product complaint(s) from these lot numbers.